Event description:
Affiliate reported that there was a bactiseal infection. As a result the product had been explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up will be filed.